Manufacturer narrative:
The insulin pump alarmed motor error alarm during occlusion test and it was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during priming. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 76 mg/dl. No further information reported.